Event description:
A trilogy 100 ventilator, u.s.a - bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. The trilogy 100 ventilator, u.s.a - bt device failed a 02 low flow test step during evaluation at the manufacturer's service center. The technician recommended replacing the device's active exhalation control module (active exhalation controller) to address the issue. Additionally, the device's cable clamp was replaced since the cord retainer missing or broken. The front and base enclosure assemblies have been replaced due to having been damaged. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.